Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported myocardial infarction, pain, and perforation are known adverse events listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The promus stent is being filed under a separate medwatch MFR number. The device remains in the patient. The lot number was provided. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified procedure on (B)(6) 2009, a 2.5 x 28 promus and 2.75 x 18 promus were implanted. During the procedure, the patient complained of pain, and experienced a myocardial infarction. Additionally, it was noted that a perforation occurred, which was treated with 3 additional stents. Post-procedure the patient complained of tingling and pain in her chest when performing brisk activities. On 03/14/2011, a nuclear stress test revealed that one stent was blocked. No additional information was provided.